Event description:
Device analysis is provided.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site, approx. 25mm and approx. 37mm proximal of the weld site. The proximal section of the j stiffener wire measures approx. 50mm and has migrated down lead body approx. 71mm proximal of the distal end of the outer polyurethane insulation. It appears that the entire j stiffener wire was received with all recorded measurements adding up to approx. 87mm. Visual inspection under 30x magnifications also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. Visual inspection under 30x magnifications also indicates epoxy residue on the separated bond surface. X-ray of lead confirms j stiffener wire fractures.